Event description:
The customer reported that the instrument stopped sealing. There was no pt injury, no tissue damage and no blood loss. No medical intervention was required. The site was unable to provide add'l info on the incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.